Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing, capture and telemetry anomalies. Also reported was "cautery with abdominal surgery".~~~~~~~~